Event description:
Spontaneous call from patient who reported that the mini spike she used for her remodulin vial caused the drug to leak from the side of the spike. She was unable to provide the lot number for the defective spike. Patient requested for a shipment of vial adapters q-style to replace the mini spikes. (B)(6) is sending a courier. Interruption in therapy or adverse event did not occur. Unknown if patient has defective spice for return. No other information provided. Reported to (B)(6) by: patient/caregiver.